Event description:
It was reported by the patient that he had been hospitalized for suicidal ideations. He called inquiring about a physician who could check his device. Follow up performed with the vns treating physician's office revealed that the patient's generator was just checked on (B)(6) 2012, however not additional information was provided at that time. It is unclear at this time if the patient's suicidal ideations are related to vns, and attempts for additional information have been unsuccessful to date.

Event description:
Follow up was performed with the patient's treating neurologist. He indicated that the patient's suicidal ideations are chronic and related to other personality issues that the patient has, not to vns. Per the physician, he does not feel that this patient was ever a good candidate for vns due to the fact that the other issues the patient has are the true cause of his depression. He explained that the patient's generator had been disabled previously. But that the patient had come in about 3 months ago asking to be re-enabled which the physician did. He stated that he programmed the patient to low settings and told the patient to come back in 2-3 weeks so that he could titrate but that the patient didn't show up for 3 months. At the patient's most recent appointment his settings were increased, but diagnostics were not performed. He indicated that the device was believed to be working appropriately due to the voice alterations that the patient experiences during stimulation. No other information was made available.